Manufacturer narrative:
(B)(4). Batch #t5dy0j. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The following information was requested, but unavailable: what part broke (closing trigger, firing trigger, handle, jaws, etc.)? Did any piece break off of the device? If yes, did it fall into the patient? If yes, how was it retrieved? Did this alter the procedure in any way? Were there any issues with the jaws of the stapler (visibly damaged)? Were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)? Were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? Were any unusual or unexpected noises heard during time of use?

Event description:
It was reported that during a partial gastrectomy, the device popped and broke before the first use. They opened a new device to complete case. There were no patient consequences. No additional information is available at this time.